Event description:
It was noted that the merlin programmer was sparked and failed to power up due to heavy typhoon and flood at the distributor's office. The merlin programmer was returned. There was no patient involved.

Manufacturer narrative:
The programmer was returned for analysis. The field complaint of the programmer not turning on was verified. During analysis, the unit was plugged into a working ac electrical outlet, but the unit did not power on. The cause of the power supply failure was due to water damage.